Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not received in the product performance engineering lab for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 30mm amplatzer cribriform occluder was selected for implant. During the procedure, the discs deployed deformed, bun-shaped and would not flatten. The physician re-sheathed the device, removed from the patient without difficulty and when deployed outside the patient, the device deployed deformed again. The physician exchanged the occluder for a 35mm amplatzer pfo occluder (lot number: 6552779) and the procedure was completed without any significant delays nor patient consequences.